Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the code error b30 occurred due the video connector terminal pins were broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the b30 scope communication error was due to a bad video connector breakage, the video connectors internal pun had breakage and the scope socket liquid backflow inflow had poor wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a b30 scope communication error. The issue was a diagnostic issue found during preparation for an unspecified procedure. There were no reports of patient harm. The intended procedure was completed using a similar device.